Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. A break in the stability shaft was observed. The handle was intact. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knob was able to retract and advance the stability shaft. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The break site on the stability shaft appeared jagged and uneven. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Damage was observed on the screw gear. Updated data: h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis update: the paddle of the evolutr-23 valve was observed to have folded and was protruding above the capsule. Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that, during attempted deployment, the valve dislodged three times. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that when attempting to recapture the valve, the deployment knob could not be turned to recapture or deploy the valve. The dcs was returned to medtronic for analysis. The device was received with a break in the stability shaft. As reported in the event, the shaft was cut to remove the dcs from the patient. The handle was observed to be intact with no evidence of damage. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The valve was received, partially deployed, in the capsule of the dcs and the valve could not be removed. One valve paddle was observed to be bent back and protruding from the distal end of the capsule. This observation indicates that one paddle had most likely been released from the paddle pocket prior to the attempted recapture. The deployment knob provides a tactile indication as a notification before the point of no recapture. The instructions for use (IFU) instructs "once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery". Attempted recapture of the valve after reaching the point of no recapture is the most likely cause of the inability to recapture or deploy reported in this event. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has been returned but the analysis is not complete. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve was attempted to be deployed but dislodged deep twice. It was reported that the patient had mild calcification and an aortic root angle of 50¿. The physician held the valve at 0 position in the annulus and began to deploy the valve again. Upon nearing 80% deployment, the valve dislodged a third time. While attempting to recapture the valve, it was reported that 50% of the valve could not be recaptured. The physician could not deploy nor recapture the valve. The physician could not rotate the actuator, but the components of the delivery catheter system (dcs) including the actuator were intact during recapture and deployment attempts. The physician decided to retract and remove the dcs from the patient by "cutting the entire system until internal sheath". A vascular cut down was performed on the patient to remove the dcs. The dcs system was cut in between the inline sheath and stability port. The capsule of the dcs was not cut. Using an 18 fr non-medtronic introducer sheath that was positioned in the patient's femorals, the physician "pulled back the entire system". When withdrawing the dcs, the first one third of the catheter was reported to be opened. No valve was implanted in the patient. It was reported that the minimum access vessel diameter was 5.5 mm and the dcs was not torqued or twisted at all while in the patient. No additional adverse patient effects were reported.